Event description:
The customer returned the device stating, " frequent alarms occurred. The event occurred during patient use at patient¿s home". During device evaluation it was found "high pressure" alarm was recorded in the event log multiple times. This is a high-priority alarm that stops the infusion process.

Manufacturer narrative:
B3 - date of event - unknown. E1 - initial reporter phone- (B)(6). One suspected device was received for evaluation. The event history log (ehl) was reviewed. A "high pressure" alarm was recorded in the event log multiple times as stated by the complainant. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. However, the reported issue was not confirmed because the test results (measured values) fell within the product specifications. The device was returned to the customer with no repair performed.